Event description:
It was reported that the patient was hospitalized due to low hvb impedance, less than 10 ohms. The lead was removed from service. No patient complications have been reported as a result of this event.